Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch glk785, batch hb6997, batch hc5541, batch hc6111, batch hd5605. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Microscopic visual inspection shows broken ends with fraying and stretched parts. This could indicate that the thread broke gradually under tension. The cause of the breakage could not be clarified. No manufacturer defect or material defect were observed based on the visual inspection of the actual sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Approximately 6 weeks after the procedure, the suture was found to be broken intracorporeally. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.